Manufacturer narrative:
The dispatched engineer from the local dräger s&s organization could confirm the reported aspect of ventilator failure and replaced the entire ventilator unit at the workstation. There were further issues with the device that made the replacement of other parts necessary. An in-depth investigation was not considered necessary since the device was in use for almost 14 years now and due to the fact that the found deviations could clearly be attributed to wear-and-tear deterioration. A second log file review provided by the manufacturer confirmed the validity of the on-site expertise and the appropriateness of the repair measures. Investigation of earlier similar cases had revealed that abrasion of the collector disc occurring after long-term use had resulted in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation with the built-in breathing bag including gas dosage remains further possible. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after a period that already exceeded the product's useful life. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a ventilator failure occurred during use of the device. As per report, this did not lead to consequences for the patient.